Manufacturer narrative:
Additional information in h3, h6. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had disconnection between the blue clamp line (last fill line) and solution bag. This occurred during dwell two of peritoneal dialysis therapy. No damage or leak was noted with the supplies. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.